Manufacturer narrative:
The manufacturing date for the reported device is prior to (B)(6)2016 so no UDI required. E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that there was a speaker malfunction. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed that there was no alarm or touch sound produced. The fse replaced the speaker assembly. The device was operational after repairs were completed and the device remains with the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.